Manufacturer narrative:
(B)(4).

Event description:
The friend or family member of a patient implanted for urinary dysfunction or gastrointestinal/pelvic floor reported that the patient was admitted to intensive care in (B)(6) 2015 for a bladder infection. The infection had been confirmed and the patient was currently on oral antibiotics on (B)(6) 2016. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.